Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing hv lead impedance was noted. Impedance measurements and troubleshooting tests were suggested. In addition, lv lead exhibited high out of range thresholds. Replacing rv lead may resolve the issue with lv lead. Lead revision will be performed during the generator change out.